Event description:
A malfunction alarm with code malf 12 was reported, and the issue persisted even after the pump was reset by the customer with assistance from technical support. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery, and arrangements were made to replace the pump. Technical support also guided the customer on putting the pump into storage mode and provided instructions for returning the pump with a pre-paid label.